Manufacturer narrative:
The complained issue (impossibility to penetrate the injector port of infusion bag) is confirmed by samples received by the customer, sol-m blunt fill needle 18g*1 1/2", ref 110022, lot 02312006. In the samples analyzed, there were found some pieces with unsharpened tip with a bulge/reborder on the outside. These samples present higher values of penetration into a pu foil compared to the well sharpened tip. This cannula tip configuration is a customized needle tip produced by the manufacturing partner for their another customers. The complained issue was caused by the operator's failure to mark/recognize the custom needles, resulting in the flow card number of the needles being mixed with sol millennium's production for the following batches: lot#02312006 (complained batch number), lot#02311085, lot#02403009, lot#02403036 and lot#02403038. As corrective actions, the manufacturing partner has taken the following measures: · added a new drawing and the corresponding material code for the customized needle tubes, trained inspectors to ensure master the materials required for production, · added the requirements and trained the relevant operators and inspectors in the needle workshop to strictly check the plan sheet, drawing requirements and specified material codes before production, · added sampling requirements for needle tube turns, · added the puncture force requirements for injection needles for dispensing (as a component, before assembling), and trained the relevant inspection personnel about it. Furthermore, sol-millennium quality department will monitor three batches after corrective action implementation to ensure the effectiveness of corrective actions taken and conformity of products delivered. Sol-millennium will continue to monitor this kind of issue and in case the number of complaints increases, further evaluations and corrective actions will be taken. This report was initially submitted on 07/16/2024. Due to issues with displaying the initial submission, this submission contains both initial and supplemental information.

Event description:
Customer reported: a customer has reported to that they are experiencing technical issues with the following product/lot. The needle is too blunt to puncture the injection ports on their intravenous fluid bags. The needle is bending in half without piercing the intravenous fluid injection ports. It seems the needle is much more blunt than usual. A number of nurses and doctors have brought this issue to their attention. They are very large users of this product for many years and have never experienced similar problems before. In consideration of 3 and 4 it would seem to me that this lot of needle must be too blunt - their technique and feel has not changed.

Manufacturer narrative:
This report when initially submitted encountered an internal issue potentially related to database connectivity. This issue was identified while implementing CAPA-57 which was opened following an FDA inspection.

Manufacturer narrative:
This complaint was confirmed based on the analysis of customer returned samples. As a result, scar (B)(4) was initiated at the manufacturing site to track the investigation and application of corrective actions associated with the event. Corrective actions include retraining personnel on proper material inspection prior to production, updating inspection sampling requirements and device performance requirements. Corrective actions were verified by inspection of 3 lots after implementation.